Manufacturer narrative:
A system displaying the ¿replace generator soon¿ message was reported to abbott. The device was not returned for analysis; however, event details indicate that the system was updated to resolve the issue. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is unknown. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the wireless software update was performed clearing the premature elective replacement indicator (eri) message. The device is providing therapy.